Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue. The fse performed a test drive and found no issues with usm#3 performance. The issue could have been instrument or drape related or resolved with a power cycle. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the universal surgical manipulator (usm) #3 was not moving correctly. The customer did not change the instruments and was able to complete the case. There was no troubleshooting performed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was performing a da vinci-assisted myomectomy surgical procedure. The issue occurred early afternoon and the site contacted isi technical service for support. The surgeon continued the procedure using all four usms. The surgeon reported an imprecise motion. The isi technical service informed the site that it was probably the surgeon¿s control setting. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The patient information could not be provided.

Event description:
Refer to h11 for follow-up information.